Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge, jammed knife, missing cartridge drivers. The following information was requested, but unavailable: did the device cut? Did the device staple? Was the device difficult to open? Was there any tissue damage? The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and with the knife not fully back. Furthermore, several drivers were found lodged behind the knife, resulting in the firing mechanisms jamming. An ecr60g cartridge was received loaded in the device; it was fully fired. The reload was disassembled and all the drivers were noted properly assembled. In addition, a cartridge reload was received in a separated bag; it was noted unfired with the pan bent at proximal end and with several drivers missing. Once the drivers were removed from the device, the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to what may have caused the pan to bend, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the cutter jammed on tissue. The issue was resolved. No other information was known.